Event description:
Initially, not reported to the MFR (edwards lifesciences). It was reported that during a cardiopulmonary resuscitation, pt was bradycardic and what appeared to be an acute inferior myocardial infarction. It was elected to try pacing the pt. A right internal jugular sheath introducer was placed by technique by ultrasound guidance, a swan-ganz bipolar pacing catheter was checked prior to attempting placement. It was placed; however, the balloon would not inflate. Followed up with customer verified that there were no pt complications; a delay of care resulted because it was necessary to insert a second pacing catheter. However, did not contibute to pt's outcome.

Manufacturer narrative:
The reported lot number indicates that the catheter had expired beyond its recommended shelf life in january 2008. Storage beyond this time may result in balloon deterioration, since the natural latex rubber in the balloon is acted upon and deteriorated by the atmosphere. Device not returned.